Event description:
It was reported that the patient presented in-clinic due to low pacing lead impedance. Variation in low impedance at previous in-clinic check was noted. Externalized conductors were noted via fluoroscopy. Low sensing was also observed prior to lead extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Internal insulation abrasion was found at 8.6-10.5-cm, 12.9- 14.0cm, 18.0-19.5cm, 30.0-31.3cm and 32.8-33.7cm from the distal tip. External insulation abrasion was found at 19.5- 19.7cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at all abrasion locations.